Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+ device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam degradation. In addition, the device error log recorded three occurrences of error codes e062 (err_stuck_ramp_key), e063 (err_stuck_knob_key), and e065 (err_stuck_encoder_a), which were not determined to be related to the foam degradation. Additional findings included dust contamination. Following completion of the evaluation, the device was scrapped by the service center.